Event description:
Subsequent to the previously filed medwatch, new information received as follows: the stent implanted in the left anterior descending artery was a 3.0 x 12 mm xience xpedition stent.

Manufacturer narrative:
(B)(4). There were no reported device malfunctions or product deficiencies. The reported patient effects of hypersensitivity and angina are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that after implantation of an unspecified xience stent in the left anterior descending artery on (B)(6) 2013, the patient reported a possible allergic reaction. Angina and sharp pain is reported as occurring in the rib area with localized spots in the chest, approximately 2 times a week. No treatment has been performed at this time. No additional information was provided.